Event description:
The pressurewire x, wireless was used in lad lesion first. After that, the device was attempted to deliver to lcx#12 with 70% stenosis, but could not be advanced due to moderate vessel angulation. The device was advanced by using a non-abbott guidewire as a support, but the tip of the pressurewire x, wireless got into a vessel side branch, and about 3cm of the tip coil became fractured and separated from the corewire. The physician does not think he applied much torque to the device and also did not feel the tip was trapped there. The fractured part could not be retrieved by a non-abbott gooseneck snare catheter. The two non-abbott gudewires were used to pinch the fractured part, but the part could not be pulled out. The fractured part could be captured and pulled out from the side branch by pinching it with the non-abbott guidewire and hi-torque bmw guidewire (abbott, (B)(4)). After that, a snare catheter was used to retrieve the fractured part from the patient. However, dissection was observed at lcx#12 on angiogram. Abbott xience alpine stent was placed over the dissection. No fragment of the pressurewire x, wireless was left in the patient. The procedure was completed without using another pressurewire x, wireless. The patient is reported to be recovered and discharged in (B)(6).

Manufacturer narrative:
Product evaluation:the reported event of a distal tip coil fracture and positioning issue was confirmed. The results of the investigation concluded that the distal tip coil had been fractured and separated from the distal end of the jacket; the fractured tip coil was returned loose. The corewire had been subsequently fractured. The distal portion of the fractured corewire was attached to the tip coil distal tip. The returned length of the distal corewire indicated there was no missing material from the distal tip assembly. There was evidence of the tip coil proximal weld joint. Although the exact cause of the reported distal tip coil fracture and positioning issue and remains unknown, the guidewire damage is consistent with forcible contact during use.the pressurewire x instructions for use (IFU) warns that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.the pressurewire x instructions for use (IFU) cautions to always advance or withdraw the pressurewire slowly. Never push, withdraw or torque pressurewire if it meets resistance.